Event description:
On July 8, 2026, customer reported that they observed black-colored dust in the waste drawer of their Panther Plus instrument (serial number (b)(6)) following maintenance. Upon inspecting the instrument, customer reported that the vacuum filter was improperly installed several months prior. No harm, injury, or incorrect results were reported as a result of the black dust. Hologic has not been informed of any adverse outcomes related to this issue.

Manufacturer narrative:
Per the Panther Operator¿s Manual and the instructions on the waste drawer, the vacuum filter should be installed with the flow arrow pointing up and the word ¿outlet¿ visible on the top of the filter. Backwards installation of the vacuum filter can result in black dust being expelled from the instrument. Hologic investigation confirmed the customer had ignored the vacuum filter install instructions on the waste drawer and had improperly installed the vacuum filter back in March 2026. Hologic Field Service Engineer serviced the Panther Plus instrument SN (b)(6) at the customer site and confirmed the black carbon media was present at the exterior vents and inside of the instrument. Hologic Field Service Engineer performed cleaning of the Panther Plus instrument and ensured a new vacuum filter was installed in the correct orientation. No harm, injury, or incorrect results were reported as a result of the black dust. Hologic has not been informed of any adverse outcomes related to this issue.